Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot part: 03.130.202s, lot: 6l29437, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 04 oct 2019, expiry date: 01 sep 2029. Since there is no allegation against packing or sterility DHR review is done for non-sterile part: part number: 03.130.202, lot number: f-28234, manufacturing site: sphinx werkzeuge ag, release to warehouse date: 10 sep 2019. A manufacturing record evaluation was performed for the non-sterile device lot number, and no non-conformances related to the reported complaint condition were identified. The stated non-conformance is not relevant to the complaint condition, since this planned non-conformance is for re-organizing the orthopedic instrumentation supply chain of depuy synthes. Is allowing the revision of the product drawing for the new supplier while still manufacturing at the previous revision for the incumbent supplier sphinx. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 the patient underwent an open reduction internal fixation surgery for a distal humeral fracture. During the surgery the drill bit interfered with an inserted screw and broke. The surgeon removed the part of the implant and the fragment, which was confirmed by x-rays. The implants were re-inserted and the incision was closed. The surgery was delayed by sixty (60) minutes. Concomitant device: unk - screw (part# unknown; lot# unknown; quantity: unknown). This report is for one (1) 1.1mm drill bit/mqc for threaded hole/56mm. This is report 1 of 1 for (B)(4).